Event description:
Resident was reportedly being transported backwards up a ramp in a wheelchair to the ambulance. The left handgrip came off of the wheelchair. The ambulance attendant reportedly lost control of the wheelchair. The wheelchair reportedly went down the ramp and tipped over. The resident fell to the ground and hit head. The resident suffered a subarachnoid hemorrhage with loss of consciousness for over 1 hour. Resident died 3 days later.